Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that the that the device's inspiratory tidal volume (vti) levels were low. There was no patient involvement.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section h6, medical device problem code, of the initial medwatch report states: 4019 (unexpected shutdown). Section h6, medical device problem code, of the initial medwatch report should have stated: 3005 (output problem). New information for supplemental medwatch report 001 -- h6: the device was evaluated by ventec where the reported issue of low inspiratory tidal volume (vti) levels was confirmed. During testing, ventec further observed that the device's exhaled tidal volume (vte) levels were also low. Ventec replaced the internal flow transducer (ift) to resolve both the reported and observed issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported and observed issues was the ift.